Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer alleged that "their bg wasn't high" and therefore took no actions to address the bg other than avoid carbohydrates. Recommendation was made to consult a healthcare provider in regards to diabetes management.